Event description:
A malfunction alarm identified as malf 12 was reported, but there was no preceding notable event. The customer's blood glucose level was reported at 171 mg/dl, which is within the normal range. Customer support provided instructions on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to report any future issues if they arise.